Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. The patient¿s right ventricular (rv) lead exhibited loss of capture. The patient was brought in for lead repositioning, and the physician noted ¿twiddler¿s syndrome,¿ with the lead observed to be torqued within the pocket. The rv lead was explanted and replaced. The patient reported no adverse consequences.